Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and fa confirmed and replicated the customer-reported complaint. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, there was foreign labeling in the cable connector. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, 30 degree endoscope image flipped upside down. The customer reinstalled the endoscope to resolve the issue. The customer used the same endoscope to complete the procedure. After the procedure, the customer found that 30 degree endoscope base had abnormal noise, and there was resistance when turning the endoscope by hand. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the vision issue did not result in patient injury.